Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A surgeon reported a multifocal intraocular lens was exchanged due to the pt experiencing glare and halos. Add'l info has been requested.